Event description:
It was reported by a nurse that the epg (external pulse generator) turned off while connected to a patient. It was further noted it would not turn back on. No patient complications were reported as a result of this event. The epg was returned to the biomedical engineer, where testing found no issues. It was then returned to the manufacturer for inspection and repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. It was noted that the upper case was broken, the lower case was broken and contaminated, the battery drawer was contaminated and the battery contacts and battery flex were corroded.